Manufacturer narrative:
Twist drill was being rotated at 30,000 rpm - product insert that is packaged with the twist drill states: warning: designed for low speed drill operation - 5000 rpm or lower. Warning: copious irrigation is mandatory to alleviate excessive heat generation, which can lead to bone necrosis, and in extreme cases, soft tissue burns through contact with trocar and cannula. Twist drill has not been returned from the health facility. A full evaluation by the manufacturer will be performed if the twist drill is returned.

Event description:
Doctor was performing a mandibular osteotomy using a twist drill when the twist drill overheated inside the trocar. Heat build up caused burn of pt's flesh.